Event description:
Boston scientific crm received information that this pacemaker was explanted and replaced after 26 months of service. Premature battery depletion was suspected. No adverse patient effects were reported.

Manufacturer narrative:
The product is currently being analyzed by the post market quality assurance laboratory. Upon completion of the analysis, the report will be updated.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted a mark on the device case that would indicate electrosurgical cautery exposure. The device was subjected to, and passed, testing which verified pacing and sensing functions. A review of device memory revealed the device underwent a system reset and memory corruption was identified. The device had reached the elective replacement indicator while implanted. Longevity calculations performed utilizing the parameters in the device memory or the nominal parameters indicated premature battery depletion. Attempts to obtained the device history of settings from the field were unsuccessful. The device was opened to test the current draw. The current draw measurement was normal. Electrically the device functioned appropriately during testing. The system reset and memory corruption can occur from electrical interference from electrosurgical cautery use with a depleted battery. Analysis could not rule out premature battery depletion.